Event description:
A sales representative reported on behalf of a customer that the plpul2020, 20/ca ultra nonstick 10f device was being used during pre-operative testing on (B)(6) 2024 and ¿when surgeon inserting diathermy tip into the plume pen the internal plastic is cracking and breaking¿. The device was removed from the sterile field and a new pencil was opened. Per follow-up assessment, "the surgical team confirmed no fragments were at risk from entering the surgical site.". There was no delay to the procedure and no injury, medical/surgical intervention or prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the plpul2020, 20/ca ultra nonstick 10f device was being used during pre-operative testing on (B)(6) 2024 and ¿when surgeon inserting diathermy tip into the plume pen the internal plastic is cracking and breaking¿. The device was removed from the sterile field and a new pencil was opened. Per follow-up assessment, "the surgical team confirmed no fragments were at risk from entering the surgical site.". There was no delay to the procedure and no injury, medical/surgical intervention or prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one plpul2020 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the plastic tip is broken and will not stay in place. A likely cause for this issue may be due to the use of excessive force and/ or improper insertion of the tip into the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows a total of 3 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4), for this device family and failure mode. (B)(4). Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised the following: if it is necessary to remove the blade, 6a. Unplug the pencil 6b. Ensure that cam is in the lock position 6c. Use a surgical clamp and pull blade forward 6d. Replace with blade of choice 6e. Confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. Caution: we do not recommend re-using the original blade after it has been removed. We will continue to monitor for trends through the complaint system to assure patient safety.